Event description:
The clinical events committee adjudicated that the patient suffered an mi related to the target vessel on the same day as the index procedure. It was not assessed if the event was related to the study device

Manufacturer narrative:
(B)(4).

Event description:
During the index procedure, there was one resolute integrity drug eluting stent implanted in the 2nd obtuse marginal. Device was successful however, it was reported that during treatment with the resolute integrity, a dissection occurred and was treated with the implantation of another resolute integrity drug eluting stent. After stents were placed in the target lesion, distal embolization was noted. Patient was treated with medication. Investigator assessed that the events were possibly related to the study device. It is reported that the patient recovered with treatment. It is reported that the patient underwent coronary revascularization. The date and details of the revascularization are unknown. No other clinical sequelae were provided.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (embolization).